Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was report.

Manufacturer narrative:
B5 describe event or problem - correctiond10 concomitant medical product name - correctiond10 medical product - correctiond10 therapy date - correctiong3 date received by mfg - additional informationg6 type of report - updated/follow-uph2 type of follow up - additional information/correctionh10 corrected data

Event description:
Subsequent to the initial MDR, a correction is required.